Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.

Event description:
Report of infection. The lead was explanted. No further patient complications have been reported as a result of this event. Further information was received indicating that the type of bacteria cultured was (B) (6).

Event description:
Report of infection. The lead was explanted. No further patient complications have been reported as a result of this event.